Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a new tracheostomy tube was inserted for the patient. After placement, it was observed that the cuff inflation valve was broken, preventing cuff inflation. The patient had to wait for an ent (ear, nose, and throat) specialist to replace the cannula. In the meantime, the patient was managed without cuff inflation. The event occurred in a hospital setting. There was patient involvement; however, no injury was reported.